Event description:
Patient under went robotic assist right partial nephrectomy. During pacu stay, patient became significantly hypotensive with dropping hemoglobin and hematocrit. After fluid resuscitation and blood administration, patient remained unstable and returned to surgery for exploration. Upon review it appears that the lapra-ty came loose from the vessel causing the hem-o-lok to also come off. This accounted for the large post-operative bleed. Nothing in original surgery out of the ordinary. Assessed area before closure, and was dry and stable. Patient will suffer no further complications.